Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmissions revealed that the implantable cardiac monitor (icm) was over-sensing noise due to electromagnetic field interferences (emi). No intervention was performed and the patient was in stable condition.

Manufacturer narrative:
Correction : section h6 : investigation findings updated in error.